Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected the critical block and inverse critical block did not add to zero or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Hardware low level failures alarms are confirmed in insulin pump history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 13.3 mmol/l at the time of the incident. Customer reported they were able to clear the alarm and was finish complete prime process. Customer was run self test and motor pic failed self test pump error occurred. The insulin pump will not be returned for analysis.